Event description:
Customer reported assistance with high blood glucose. Customer was high for two days. Contacted (B)(6) for help with controlling high blood glucose. Customer had symptoms of diabetes ketoacidosis. (B)(6) talked with customer via the telephone. The blood glucose reading was 401 mg/dl. Customer treated with manual injection. Customer kept going high throughout the night. Customer finally changed the infusion set. Customer stated that he reused the reservoir. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.